Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# 0207153465 , implanted: (B)(6) 2013, product type: lead, product ID: 388928, lot# 0207655919, implanted: (B)(6) 2013, product type: lead. Refer to manufacturer report #3004209178-2016-07615. The patient had two implanted systems and it was unclear if the issues pertained to one or both systems.

Event description:
The consumer, via the manufacturer representative, reported they were having pain in the device pocket and itching in the implant area. The patient had received the result of an allergy test the week prior and it was noted the patient had a nickel allergy. The patient was scheduled for explant on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.